Event description:
It was reported that the patient experienced lightheadedness and presented in the clinic. The right ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found an insulation abrasion exposing the outer coil at 10.4 cm to 10.8 cm from the connector pin. The abrasion was consistent with exposure to constant friction with another implantable device.